Event description:
It was reported that during a donor nephrectomy procedure, the electrode came off of the device. The device was outside of the patient when the problem occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode missing but the active rod present in the device. The ceramic is fractured but sections are still bonded to the lower jaw. Due to the missing electrode, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod. A batch record review was performed and no anomalies were found during the manufacturing process.